Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that an ¿anaesthetized a child for airway assessment where used the tube shortened as a nasopharyngeal airway to insufflate oxygen and anesthetic vapour. Despite use of a small tube with minimal pressure caused nasopharyngeal trauma (bleeding) due to excessive stiffness plus sharp end." It was further reported that blood was noted in the airway which required suction under laryngoscopy. No further details were provided.

Manufacturer narrative:
A review of the last three (3) product monitoring review¿s for trends indicated no trends for this issue on this product. The historical complaint data from march 01, 2016 to march 31, 2018 was reviewed as it relates to reports for product number mm61130040. A total of one (1) complaint, including this one, was reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted.